Event description:
Pt admitted 8/9/96 on med/surg unit on telemetry. Rhythm strips posted on admission at 12:52, 14:24, 19:54, 23:47, on 8/9/96 00:47. Pt found in respiratory arrest by nurse. Central monitor in ICU revealed no stored or audible alarms after 14:24. Pt rhythm showed v-fib, though monitor did not automatically print strip or store alarms. ICU staff reported did not received alarm on monitor. Co representative reviewed all equipment. All equipment checked out with no problems identified with arrhythmia monitor or transmitter.